Event description:
It was reported that the patient experienced difficulty breathing, stuffed up nose, and oxygen desaturation of 50% and 80% with the use of the life 2000 device. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the patient experienced difficulty breathing, stuffed up nose, and oxygen desaturation of 50% and 80% with the use of the life 2000 device. Additionally it was also reported that the patient's clinical's state she has had oxygen saturations dropping into 70s over the last 2-3 weeks. It is noted that the patient was discharged from hospital one week earlier due to covid-19, pneumonia and interstitial lung disease. No medical intervention was required for this current event. During the call with the customer, the patient was advised to call the patient's php for direction, switch back to original oxygen source and seek medical care if needed. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. It does not monitor patient oxygen saturation levels. The device instructions for use does state for the user to have an alternate means of ventilation or oxygen therapy available. Stuffy nose and its associated difficulty breathing can be contributed to swollen nasal cavity or nasal congestion due to accumulation of nasal discharge. A stuffy nose can be due to viruses such as the common cold or coronavirus, environmental allergens such as mold or dust, or changes in the environment. Treatment is dependent on cause and is typically does not require treatment. Oxygen desaturation is a below-normal level of oxygen in your blood and can cause symptoms such as restlessness, confusion, shortness of breath, headaches or in serious cases can interfere with heart and brain function. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as lung disease, anxiety, asthma, or pneumonia. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. The patient¿s reported difficulty breathing and stuffy nose shortness of breath likely occurred due to her medical history, as it is noted she was recently hospitalized due to covid, and pneumonia. An inspection of the life 2000 device by st paul engineering team found the device to be working as designed. The ventilator passed life2000 ventilator test. All required attributes tested passed, in accordance with the end of line test. No malfunction found. The ventilator is functioning normally. We did not find any evidence that the ventilator contributed to the alleged injury. The reported oxygen desaturation of 50% is considered a serious injury/serious deterioration in the state of health threatening hypoxemia, likely contributed to the patient's underlying pathology associated with her medical history. Therefore, this event is a reportable serious injury.